Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported that the patient¿s blood glucose level rose to 406 mg/dl while wearing the pod for approximately 25 to 36 hours. The patient experienced irritation, redness, rash, sensitivity, and noted a lump at the pod site. Upon removal of the pod from the abdominal area, the cannula was observed to be bent. As treatment, a new pod was applied.